Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 01/10/2010, the patient reported that on (B) (6) 2010, she began to vomit and became extremely ill. Her husband took her to the hospital with blood glucose readings of over 600 mg/dl. She said her blood indicated her blood glucose levels were in the 900's mg/dl with her normal range being 100-110 mg/dl. She was disconnected from her insulin infusion device and put on an insulin drip. She said it took over 24 hours for her blood glucose to return to normal. On (B) (6) 2010, while in the hospital, she had a heart attack. She said, her doctors treated her for the heart attack and would now like her to reconnect to her infusion device. The patient was assisted with successfully reconnecting to her device. She confirmed the time and basal rates on her device are accurate, and said her doctors will be increasing her basal rates to 2.0 units per hour. She said, her current reading is 110 mg/dl. Troubleshooting did not find any product issues. On (B) (6) 2010, the patient stated her readings have returned to her normal range. No product will be returned for evaluation.